Event description:
The customer reported the au680 clinical chemistry analyzer generated erroneous high sodium (na) and chloride (cl) results on two patient samples. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced buffer valves (part number c28717) and solenoid valve assembly (part number c54359) to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.